Event description:
2.956 kg term female born to a 26-yr-old gravida 1 para 0 woman vaginally with vacuum assistance with apgars of 7 and 9. She developed supratentorial subdural hematoma with extension along the falx. Developed dic (disseminated intravascular coagulation) at 3 hrs of age and required transfer to a neonatal intensive care unit, multiple transfusions with ffp (fresh frozen plasma), and 1 transfusion each of platelets and rbcs (red blood cells). Required a 3 day stay in neonatal intensive care. Has thus far not developed clinical seizure activity. Vacuum indication was fetal bradycardia.